Event description:
It was reported that there was a concern that high impedance leads' variations between unipolar and biploar impedance measurements, which may be larger than our customers are used to, could lead to false indications of lead issues and potential lead replacements that are unnecessary. No leads are known to have been removed from service as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.